Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that the patient had back pain and the device had a lack of efficacy. The stimulator didn¿t provide relief and the patient had been scheduled to have the device removed. The issue was noted to be ongoing. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the system was explanted and not replaced on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that per the emr, the patient had good relief during the trial; however, over time, the effects wore off and the patient did not get any benefits of stimulation anymore. The patient and their outside new doctor decided to have the stimulator removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the system was explanted on (B)(6) 2019. It was noted the event was resolved without sequelae on (B)(6) 2019. The hcp noted the patient had a loss of efficacy. There were no further complications that have been reported as a result of this event.